Manufacturer narrative:
The qc was acceptable. A general reagent issue was excluded. The field service representative performed checks and ensured the instrument was working as expected. The investigation did not identify a product problem.

Manufacturer narrative:
The analyzer's serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys testosterone ii assay results for 1 patient sample on a cobas e 801 analytical unit. The initial result was <2.5 nmol/l. The physician questioned the result, and the sample was repeated. The repeated result was 6.24 nmol/l. The repeated result was believed to be correct.